Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The chest x-ray showed that the rv lead had retracted out of the right ventricle with the tip of the lead being near the tricuspid valve. As a result, patient received shock that was not required. Also, oversensing and high pacing threshold measurements were noted. The device was temporarily programmed to vvi 90. Additional information received that this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.